Event description:
A 3l power injectable PICC was found to have tip migrated to lij. Power port was flushed in an attempt to reposition the tip using power injection series. But it was not successful. Catheter was removed and was found to have a significant hole.